Manufacturer narrative:
Patient information is not available for reporting. The exact date of event is unknown, but reportedly occurred in (B)(6) 2015. Device is an instrument and is not implanted or explanted. (B)(6). Product investigation summary: the returned part is broken as described in the complaint description. The investigation shows that the t-handle is deformed and has points of impact from powerful hammer blows. The chuck himself is still in working order. There was no specific information provided by the reporter pertaining to what happened to this article. Based on this limited information, the exact reason for this problem could not be determined. It is likely that high applied mechanical force during operation led to this damage. To prevent such problems, it is necessary to replace worn or damaged instruments. No product problem identified.: device history record review: manufacturing site: (B)(4) - manufacturing date: november 15, 2000 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that five (5) instruments malfunctioned during a surgical procedure(s) in (B)(6) 2015. The coupling of a 2.4mm stardrive screwdriver shaft broke. The tips from two (2) cannulated cruciform screwdrivers broke. A t-handle with quick coupling was not functioning properly (specific issue unspecified). And the threaded portion of a universal chuck with t-handle was broken. All broken pieces were retrieved and alternate instruments available to complete the procedure. A surgical delay between fifteen (15) and thirty (30) minutes was noted. No additional information is available. This report is 5 of 5 for (B)(4).